Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.

Event description:
It was reported that the atrial lead exhibited noise and a break in the insulation. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis of the lead found an insulation abrasion at 41.3 cm to 41.8 cm from the distal tip. The abrasion was consistent with constant friction to another implanted device. This abrasion likely contributed to the noise observed in the field.